Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It is unknown whether there was any physical damage to the part where the foreign matter remained. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The detection method is described in the operation manual gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif-h185, cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that these error messages 116, 117, 226 appeared on the evis exera iii colonovideoscope. It is unknown when the reported issue was found or if the device was used in a procedure. There were no reports of patient harm. The device was returned and evaluated, and the air/water channel is clogged. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was not confirmed as no error message were found during inspection. The foreign material (unknown) cannot be removed even if the correct reprocess is performed due to the buckling of each channel or nozzle / the gap on the insertion section or the boot. Additional findings were: due to wear of flexibility adjustment ring the flexibility adjustment function does not work, suction cover plate is detached, lock engagement lever knob. Up/down knob, and right/left knob have discoloration, cable unit is dirty due to water leakage, due to a crack on plastic distal end cover, insulation resistance value at distal end does not meet the standard value, light guide lens has a crack, adhesive on bending section cover is detached, connecting tube has a buckling and b30 error code. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.